Manufacturer narrative:
G2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the therapy was off without patient intervention. The patient noticed that therapy was off without patient intervention on four occasions when recharging. The patient turned therapy on. No adverse event was associated with the event. The issue was resolved. It was noted that the device deficiency could not have led to a serious adverse device effect (sade). No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that, regarding actions taken to resolve the issue, it was noted that the patient turned therapy on, that there was no adverse event associated with the event, and that the issue was resolved. Additional information was received. It was reported that the cause of the therapy being off without patient intervention was not determined.